Event description:
It was reported that this system with a pacemaker, right atrial (ra) and right ventricular (rv) leads was explanted as the patient was experiencing a severe tricuspid regurgitation at a prosthetic valve and there was also an infection allegation. During the extraction the rv lead began to unravel and is expected to be returned for analysis. Furthermore, the rv lead had been implanted in an off-label way at the left bundle branch. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.